Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise and high pacing impedance noted on this right atrial (ra) lead. The patient received a chest x-ray, which showed fracture of the lead due to suspected subclavian crush. Boston scientific technical services (ts) provided advice on optimally reprogramming the system around the fracture. No further intervention has been reported. The ra lead remains in service. No adverse patient effects were reported.